Manufacturer narrative:
Device analysis was normal, no anomalies were found. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-13769; related manufacturer reference number: 2017865-2021-13770. It was reported that the patient presented for the extraction of the pulse generator, right atrial, and right ventricular leads due to infection. Further information was requested but not received.